Event description:
The customer reported lift will not go up. The monitors went black. System squeaks, and the system locked up during a case. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the lift motor, cleaned the friction roller, resealed the ffb and gib boards. No errors were displayed in the error log. Unit is functional and operates as intended.